Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; (B)(4) (hcp): information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller was requesting the device to be interrogated as they didn¿t know if it was working. The caller reported the patient had CABG procedure last night and still had a balloon pump inside them. The caller indicated that morning they were trying to lighten sedation to take the patient off ventilation but when they did the patient¿s ¿tremors go awol.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there was no interference noted. They had the CABG, checked impedances, and it was okay, working well. There was no increase in tremors from the surgery. There were no further complications reported.